Manufacturer narrative:
The complaint of no telemetry was confirmed and premature depletion was not confirmed. Telemetry was re-established after opening the device can, which is consistent with a hardware latch-up issue. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow-up. The pacemaker failed to interrogate. The telemetry wand and programmer were exchanged but did not resolve the issue. A remote transmission was also attempted and failed. Premature battery depletion was suspected but unconfirmed. The device was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Correction: this report is to correct patient status after the device replacement procedure.

Event description:
The patient was stable post-procedure.